Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-04831. It was reported the patient was unable to increase amplitude using the scs system. In addition, the patient did not receive effective stimulation on the right side. However the patient received effective stimulation on the left side. X-ray did not confirm any fracture. Consequently, the patient underwent surgical intervention where the physician decided to explant and replace both leads. Effective stimulation was restored following the procedure.